Event description:
Drug/diluent, fill volume, flow rate, procedure, cathplace: not applicable. Catheters are disintegrating. No patient contact. No adverse event.

Manufacturer narrative:
Method: nine samples were returned for this complaint. Customer complaint was confirmed. Three out of nine catheters are brittle, broken and discolored. The others are fiber in grain. Results: evaluation of the returned units confirmed the customer complaint of catheters disintegrated. Documentation indicates that no issues were found reported by the quality inspector at the time of manufacture. A review of the device history record was conducted for the lot number reported. The device lot met manufacturing specifications prior to release. Conclusions: the brittleness may have been caused by exposing the catheter packages to light for an extended period. Also as of january 8, 2013 I-flow has informed it's customers via a customer notification letter of the storage conditions for on-q silversoaker catheter" which included a technical bulletin (B)(4). I-flow recommends the following practices for protecting the product from light sources: store on-q silversoaker catheters in an area away from all direct light sources. Storage within the shipping box (i.e., corrugated box) is best.